Manufacturer narrative:
If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.

Event description:
Boston scientific received information that during a routine device changeout procedure for normal battery depletion, while the device was in electrocautery mode, loss of pacing capture was noted. Boston scientific technical services (ts) discussed defib detect circuit, a protective mechanism that prevents energy from being delivered to an unintended location in the heart in the event that a current over a certain threshold is detected on the leads. Ts noted that this is transient and only lasts for the pace pulse that is in progress, unless the current is still present and above the defined threshold in which case it will occur on the next pulse as well. The device was successfully explanted and replaced. No adverse patient effects were reported.